Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing a biomet fixed cruciate tibial plate in 2006. The post-operative x-rays showed that the locking bar was not engaged. The patient had x-rays taken again in late 2008 which showed the locking bar backed out over the two year period. Subsequently, the patient was revised in early 2009 and the locking bar was removed and replaced.